Manufacturer narrative:
This issue was addressed by the facility - there was no on-site evaluation by the manufacturer. The facility reported that the device has been repaired, but no additional information was made available, despite several attempts to obtain information regarding this event. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that was "intermittently throwing alarms" during clinical use. It was reported that this event occurred during clinical use however, there was no report of patient or user harm.